Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level was 190 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.